Event description:
An ophthalmologist noted a cornea abscess in one of his pts and the pt was referred to a hospital for treatment. The following information was received. "The pt had a blindness one the left eye/lost of visual function." The lens and contact lens solution were cultured, but the results have not been provided. The lens in question has been requested for evaluation. No additional information is available at this time.